Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette sensor error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was not verified. Inspected the pump and performed functional test and the pump passed. Event log history was performed and showed numbers of high alarm downstream occlusion recorded in history. Further investigation of the pump found that the pump was working properly. Due to the numbers of high alarm in the event log, service recommended that the downstream occlusion sensor be replaced as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.